Manufacturer narrative:
(B)(4).

Event description:
It was further reported the lutonix balloon was inflated five times(181 sec @ 4atm, 181 sec @4atm, 62 @4atm, 182sec @4atm, 183sec @4atm).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported target vessel revascularization (tvr) occurred. (B)(6) 2014. The target lesion was a de novo lesion located in the left popliteal with 100% stenosis and was 12 cm long with a reference vessel diameter of 5mm. The target lesion was treated with the jetstream navitus system. Post- jetstream treatment stenosis was 40% and post- balloon treatment stenosis was 0%. (B)(6) 2015, 200 days post-index procedure, the patient presented to the hospital with complaints of recurrent stenosis of the left superficial femoral artery and disabling claudication in the left lower extremity and underwent percutaneous intervention. A glidewire was used to navigate through the stenotic segments of the left superficial femoral artery into the distal popliteal artery. Orbital atherectomy was performed to the left superficial femoral to the diseased segments of the left superficial and popliteal artery using 1.5 atherectomy device. Two passes were performed at minimum speed, two passes were performed at medium speed and two passes were performed at high speed. Following this, the treated segment was then dilated using a 5 x 100 mm lutonix balloon. Repeat angiography showed an area of dissection in the proximal popliteal artery. Therefore a 4.5 x 120 mm self-expanding stent was then deployed in the area of dissection. Repeat angiography showed excellent reconstitution of flow lumen of the left superficial femoral and popliteal arteries with no residual stenosis, dissection or extravasation. The event was resolved on the same day.